Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt pain in their chest and ribs since implant and that they had a shortness of breath, which caused them to be hospitalized. The patient tried using steroids for the pain but they did not help. The issues did not resolve after stimulation was turned off. X-rays showed that the leads were unchanged since surgery, and a heart/lung examination came up negative. The patient's hcp thought that the system needed to be explanted. The patient was redirected to an hcp. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead section h reflects the other applicable components. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that a lead revision will occur on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-nov-07. It was reported that it was confirmed the re was no device issue and the patient reported no rib discomfort after the lead revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient had their system explanted. It was noted that the device will not be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that they are still unsure what the cause of the pain in the patient's ribs and shortness of breath is from, but two doctors believe that it is from the device. The patient will be seeing a third party on (B)(4). The issue has not been resolved. No further information was reported.